Event description:
Report received indicated the smart control stent partially deployed during delivery. The device was normal in appearance as it came from the packaging and no abnormalities were noted during pre-use product inspection. The stent was noted contained within the outer sheath during inspection. The instructions for use were followed. The target lesion was superficial femoral artery. The target vessel was heavily calcified and was not tortuous. The rate of stenosis was unknown. The stent delivery system (sds) was delivered directly without pre-dilatation from the contralateral side. Resistance was not noted during advancement of device. During delivery, the physician noted the positional relation of stent markers were not correct. The delivery system was then removed from the patient and was inspected. The stent was already deployed approximately 2mm even through the locking pin was not released and was still in place. Thereafter, the sds was removed without difficulty and the procedure was continued using a different size smart control. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
This product has been returned for evaluation and testing, however the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.